Event description:
It was reported that an increase in pacing lead impedance and high capture threshold were observed. It was noted that the patient is active, and that review of trends indicate that the pacing lead impedance may be leveling out at a new value. Per the patient¿s request, the hv therapy has been programmed off. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).